Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the stapler was not firing properly. Two separate staplers were used. A new reload and handle was opened to complete the case. There was no patient injury or ill effects.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection of the returned product noted that three loading units were fully fired and one was partially fired with staple pushers visible at the 2 cm cut line. The clamping mechanisms were deformed. The loading unit anvils were bowed and the knife blade assemblies were bent. Two of the fully fired loading units had damage to the knife blade. Functionally, the loading units were loaded into the listed instrument, the interlock were overridden. The fully fired loading units were cycled without hesitation or binding. The partially fired loading unit the loading unit was applied to test media. All remaining staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and deformed anvil and bent knife blade assembly clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. "Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.